Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient reported that the patient line had separated from their transfer set and the patient did not reconnect the line with the set. The technical service representative assisted the patient in ending therapy and removing the cassette. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported a system error 2240 alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient reported a loose connection of the patient line which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.